Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of over 600mg/dl, with nausea, and polydipsia, associated with an alleged suspend issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump was suspending on its own. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a suspend issue.

Manufacturer narrative:
Follow-up #1: date of submission: 28-jun-2018. Device evaluation: the device has been returned and evaluated by product analysis on 14-jun-2018 with the following findings: a review of the pump history showed evidence of manual suspends and manual resumes. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within the required range and delivering accurately. The pump was exercised for 24 hours and no self-suspending occurred. The pump was able to be manually suspended and manually resumed successfully during testing. No hypersensitive or stuck keys were observed. The suspend feature was found to be functioning properly during testing. The suspend issue was unable to be duplicated during investigation.